Event description:
The customer contact reported blood loss. It was reported that after connecting the male adapter plug to the pt's catheter, blood leaked from the connection. The volume of blood loss was reported as "minimal." The male adapter plus was replaced and the therapy was initiated. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.